Event description:
It was reported that the customer was hospitalized due to low blood glucose levels, with a reading of 22 mg/dl. The caller stated that the customer over bolused for a meal prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump alarmed battery out limit because the paramedics removed the battery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.